Event description:
The biomedical engineer (bme) reported that the input box that was attached to the bedside monitor (bsm) was giving incorrect readings.

Manufacturer narrative:
H10: additional narrative: (B)(6) reported on (B)(6) 2018 that they had two ay-653p modules not working properly. Ay-653p-qm (sn: (B)(6)) does not read nibp properly and ay-653p-qm (sn: 5715) gives a "module error" message but does display all readings. This ticket was created to document investigation of the ay-653p-qm (sn: (B)(6) ) service requested: repair. Service performed: multiple attempts were made to acquire further information, however the customer was unresponsive. Investigation result(s): root cause of the issue could not be determined due to lack of provided information from the customer regarding troubleshooting/resolution details and being unable to obtain the unit for evaluation/investigation. Multiple attempts were made to contact the customer for further information regarding involved units and discrepancy in nibp readings however, the customer was unresponsive. Investigation will continue using available information within the complaint record. The device serial number history for the ay-653p-qm (sn: (B)(6)) shows that there have been no further reported issues with the devices nor servicing for nibp readings. Trending analysis is unable to be performed due to lack of provided information and being unable to specify what exactly is wrong with the device's nibp. Review of the device history record (DHR) shows that the unit has no history of ncmr, refurbishing, or other suspected defects (see attached). There is no indication of design deficiency and the bsm service manual contains troubleshooting steps and actions to perform. The service manual also advocates that periodic inspections and preventative maintenance be performed to detect loss of function or degradation of components. Investigation by qa has been completed at this time until further information becomes available. D1. Brand name. Incorrect brand name selected. D4. Model number. Incorrect model number selected. Catalog number. Incorrect model number selected. Unique identifier (UDI) number. Incorrect UDI number selected. F9. Approxiamte age of device. Incorrect age listed. No model/serial provided, unable to know age of device g5. PMA/510(k) number. Incorrect 510k number listed h4. Device manufacturer date. No model/serial provided. Unable to determine device manufacturer date d11 & c2. Concomitant medical products. The input box was used in conjunction with the bsm: model: ay-653p-qm serial: (B)(6) UDI #: (B)(4). Manufacturer date: 04/24/2013 age of the device: 65 months

Manufacturer narrative:
The customer had planned to send the unit in for repair, however, no additional information on the case was able to be obtained after the required 3 attempts to contact them and the device had never been sent in for repair. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the input box that was attached to the bedside monitor (bsm) was giving incorrect readings.